Event description:
Per the clinic, the patient experienced an infection at the abutment site and the abutment was subsequently removed on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on december 04, 2023.